Event description:
During peripheral vascular intervention of right superficial femoral artery, the 6.00 x 40 cm via trac balloon catheter was placed to post dilate after stent placement. After dilation of right superficial femoral artery a perforation was noted at dilation site. Physician aware and responded to action.